Event description:
The customer reported that the system displayed multiple errors. Further info was received from the fse indicating that the errors prevented the system from booting to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.